Manufacturer narrative:
UDI number: na.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced a fall and hit to the head, resulting in swelling and drainage. This caused erosion of the skin over the implant site. The recipient underwent exploration of the cochlear implant, washout, and repositioning surgery on (B)(6) 2013. The recipient was hospitalized (dates unknown). The recipient's device was explanted on (B)(6) 2014. The recipient was reimplanted with another advanced bionics cochlear implant on (B)(6) 2014.

Manufacturer narrative:
The recipient reportedly experienced device extrusion. The recipient's internal device was repositioned. The recipient reportedly experienced an infection with a fistula, resulting in device extrusion. The recipient's device was explanted. The recipient is reportedly doing well with the newly implanted device.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device was discarded and will not return to the company for analysis. A review of the device history record noted no rework. This is the final report.